Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device experienced vaginal perforation by the surgical mesh under the urethra, pain in the groins, pain during sexual intercourse, and pain in the lower abdomen.

Event description:
As additionally reported to coloplast, though not verified: the patient had a positive stress test and a trans-obturator urethropexy strip (tos) was proposed. An aris was implanted on (B)(6) 2006. Post-surgery follow-up was unremarkable, and continence was adequate. In 2021, vaginal erosion of the strip and some local pain were suspected. A 1 cm central, calcified and painful erosion associated with internal obturator pain was noted and complete sling removal was performed on (B)(6) 2021. Follow-up showed improvement in local symptoms, but persistence of neuropathic-type pain in the proximal left thigh.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.